Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement procedure due to normal elective replacement indicator (eri), there was insulation damage noted on the right atrial (ra) lead. Replacement of the lead was not possible due to the patient¿s anatomy. The lead did not show any electrical abnormalities, and remained implanted in the patient. The patient was stable and will continue to be monitored.